Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that the root cause of the reported event could not be definitively concluded. The visionaire surgical technique [st 71282151 reva 09/18] does recommend use of back-up instrumentation should the adaptive guide be determined unsuitable for its intended use. Further patient impact would not be anticipated as the surgeon reports, no patient harm was alleged and ¿great patient outcome.¿ based on this information, no further medical assessment is warranted at this time. Should a product/engineering evaluation conclusion result in findings which are deemed clinically relevant, the clinical/medical task may be re-evaluated. An engineering evaluation was performed and could not confirm a root cause for the stated failure mode. All checks were found to be within visionaire standards. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used, user/procedural variance or segmentation error. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, during a tka surgery, the femur varus/valgus was off, causing the knee to not balance correctly. The femoral guide fit according to the plan; nevertheless, when the cut was done, it did not match the plan. It is unknown how was the procedure finished and if there was any delay in surgery. No patient injury or other complications were reported.